Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump passed the displacement test but prime/fill anomaly during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime/compromised force sensor system and excessive no delivery alarm due to loose drive support disk. No charge/battery lasts less than expected anomaly and failed battery test alert noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had shot and squirt out insulin out of infusion set with priming. Customer stated insulin pump had no delivery alarm, battery life was diminished, rejected new batteries. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.